Manufacturer narrative:
(B)(4). PMA/510(k)# k141148. Investigation summary: the affected product was not returned for physical examination and no photographs were provided. The complaint could only be confirmed through customer testimony. A quality engineering risk assessment (qera) was completed which reveal vascular tear is a known failure mode. The instructions for use were reviewed and listed as a potential adverse event is 'laceration or tearing of vascular structures or the myocardium'. A review of device history record for this lot number was performed including the manufacturing and quality control records. All steps were documented per procedure by trained personnel and there were no signs to indicate that a nonconforming device was released to the field. This complaint will be logged and tracked in the complain handling process. The device was not returned, and therefore a determination if the device was defective is inconclusive.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician was performing an intracardiac defibrillator extraction for infection on a patient. The physician used lead extraction evolution rl controlled-rotation dilator sheath set during the procedure. Soon after the blood pressure dropped, the physician found a tear in superior vena cava innominate vein. The physician placed a balloon from a different manufacturer to control bleeding and a surgeon was called in. The surgeon performed an open chest surgical repair. After the chest was opened, an aortic tear was noted. The tear was due to the excessive manipulation needed as the patient had severe scarred anatomy. The patient was in stable condition post-surgery. No unintended sections of the device remain inside the patient¿s body. Additional information is requested from the customer.